Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue/customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose.